Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to a combination of challenging patient anatomy (restricted leaflets) and procedural conditions (poor imaging). A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xt was successfully implanted. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet but remained stable on the leaflet and was attached to the chordae. A second mitraclip was then placed successfully and the procedure was discontinued. The final mr was grade 2-3. There were no adverse patient effects or clinically singificant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xt was successfully implanted. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet but remained stable on the leaflet and was attached to the chordae. A second mitraclip was then placed successfully and the procedure was discontinued. The final mr was grade 2-3. There were no adverse patient effects or clinically singificant delays reported.